Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Subsequently, customer's blood glucose (bg) level was 504 mg/dl and ketone level was high. Customer administered an injection of insulin to address elevated bg. Customer went to the emergency room and was admitted to the hospital's intensive care unit on (B)(6), 2023. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline/insulin. Elevated bg resolved; there was no permanent damage. Customer was discharged on (B)(6), 2023. Pump troubleshooting was performed with the customer. There were no issues with the cartridge, infusion set, or insulin. Pump was reset and customer was assisted with re-entering affected settings. Customer reverted to using an alternate method of insulin therapy.